Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, information was received from a (B)(4) healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving lioresal (2000 mcg/ml at an unknown dose) an implantable pump for an unknown indication for use. On (B)(6) 2016, the pump motor stalled. There was no cause identified for the motor stall. The pump was reprogrammed several times, but the message "motor stall" still appeared. The pump was explanted and replaced on an unknown date. The issue was resolved at the time of the report. There were no patient symptoms reported.

Manufacturer narrative:
Analysis of the pump ((B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to gear wheel 3.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.